Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date was added. Further information was provided by the customer. The device was hygienically reprocessed after use and moisture was found in the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a b30 scope communication error, an e216 scope communication error, and connector defects. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found in the air water tube and cylinder and foreign material was found around the light guide lens adhesive, the objective lens adhesive, and the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the flexibility adjustment ring was damaged, the suction cylinder had no color, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator, the plug unit had corrosion due to water leakage, a chip on the plastic distal end cover, the light guide lens had a crack, the connecting tube had a stain and a scratch, and foreign objects were found on the scope cover, the right left knob, the switch box, the control section, the grip, switch 1, the plug unit, the scope connector case unit, and the protector of the universal cord on the control section side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.